Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed cgm data became unavailable and the ilet entered bg-run mode during the reported event period, as well as a bg value of 50 mg/dl entered into the device. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose and bg values within the limits of bg-run mode. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended within the limits of bg-run mode. This hypoglycemic event was caused by the user's failure to promptly replace the cgm sensor or enter bg values into the ilet, preventing the ilet from suspending basal insulin in response to falling and low glucose values. The user's pattern of maladaptive behavior likely contributed to the severity of this event by causing the basal doses to adapt incorrectly.

Event description:
On 07/08/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 07/06/2024. The user reported their dexcom continuous glucose monitor (cgm) sensor expired, and their ilet entered bg run mode. The user did not replace the cgm promptly. The user checked their blood sugar at 10:30 am, it was 50 mg/dl, and they entered the bg into the ilet. The user subsequently passed out. The user's mother found them on the floor, and ems transported them to the hospital where they were treated for hypoglycemia and a head laceration. The user was released from the hospital on (B)(6) 2024. The user's ilet patient report was reviewed by the cds and the user's diabetes educator. The report notes late meal announcements, missed meal announcements, and overtreating lows. All of these issues had been discussed in training and follow-up calls with the user. The user will resume using the ilet and will perform a factory reset to ensure safety, as well as reeducate the user on appropriate meal announcements, how to properly treat lows without overtreating, and adjust the bg target settings.